Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.7, -15.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to incorrect sizing. The lens was exchanged for another lens.

Manufacturer narrative:
Female. The lens was exchanged for a shorter lens on (B)(6) 2017 due to excessive vaulting, elevated iop (intraocular pressure), narrowing of angles, angle closure and shallowing of acd (anterior chamber depth). An iridectomy was performed. Corrected data: date of implantation was corrected to "(B)(6) 2017". The reporter indicated that the surgeon implanted a micl 13.7, -15.5 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Device evaluation: the lens was returned in a specimen cup. Visual inspection found no visible damage to the lens. Device manufacture date was corrected to "10-dec-2015". (B)(4).